Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during fill 2 of 5. The patient stated the heater bag fell and disconnected. Gts explained that the error indicated a large amount of air had entered into the disposable set. Gts then had the patient cycle power and remove the supplies to start over again. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during fill 2/5 was not confirmed due to a lack of sample. The home patient (hp) stated the heater bag fell and became disconnected. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).